Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they noticed leak of insulin inside the reservoir compartment of his pump. The patient¿s blood glucose level was 500 mg/dl at the time of the incident. The reservoir will be not returned for analysis.

Manufacturer narrative:
Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no leak.